Event description:
The customer reported the observation of a discordant, depressed immulite 2000 alpha-fetoprotein (afp) patient result using afp kit lot 539 when compared to atellica im afp and an alternate method. On immulite 2000 normal result < 5.5 iu/ml is observed, while in atellica and the alternate method the results are pathological with their own reference ranges. There are no reports of adverse health consequences due to the discordant result.

Manufacturer narrative:
An outside of united states (ous) customer reported the observation of a discordant, depressed immulite 2000 alpha-fetoprotein (afp) patient result when compared to atellica im afp and an alternate method. On immulite 2000 normal result < 5.5 iu/ml is observed, while in atellica im afp and the alternate method the results are pathological with their own reference ranges. Quality control was within range at time of testing. Siemens is investigating.